Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. Corrected data: h4 (device manufacturer date listed on the initial report was incorrect) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to adhesion of foreign material or moisture to the electrical contact. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center displayed an image processor/light source b30, e216 and n931 error codes. There was no report of patient or user injury due to the event. This report is being submitted for the reportable malfunction of error code b30.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) the customer went through troubleshooting causes for the b30, e216 and n9931 errors. The customer checked for the errors again after initial troubleshooting and still received the reported errors. The tac requested that the customer check the lamp life meter. The customer located the metal plug and wiped the copper contacts with lint free 70% alcohol and the control panel indicated that the lamp life was at 500 hours. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. H3 other text : device not retunred